Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, which resolved the issue, and the customer successfully started a new sensor session.